Event description:
It was reported that there was atrial lead warning. It was noted there was high threshold, loss of capture and high impedance on the ra lead. X-ray confirmed there was complete fracture. The device was reprogrammed and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance trend data shows variable measurements with maximum measurements greater than 9999 ohms dating back to at least (B)(4) 2019. Atrial lead warning occurred on (B)(4) 2011.